Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per tandem¿s t:slim user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ device not returned.

Event description:
It was reported that multiple, intermittent inaccurate fill estimates were received after loading multiple cartridges onto the pump. Reportedly, the current cartridge had been filled with 350 units of insulin. Cartridge changes were performed to address the past fill estimate issues, the customer would remove the leftover insulin from the used cartridges and fill a new cartridge with a mix of the used insulin and the new insulin. Blood glucose (bg) level was not impacted by this issue; current bg level was 181 mg/dl. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy.